Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the lead insulation and conductor coils were twisted at 9.9 to10.3 and 18.7 to 29.0 cm from the terminal pin. Cuts in the insulation were found due to the removal of the suture sleeve. The lead tested electrically continuous. The lead damage noted during analysis was consistent with the clinical report that the patient had twiddler's syndrome.

Event description:
Boston scientific received information that this right atrial lead was explanted due to dislodgement. The patient had developed twiddler's syndrome. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
As of today, the explanted product has not been returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.